Event description:
Kimberly clark warming pads used on patient during surgery. Side tapes (on pad) were removed gently from the patient's sides. There was redness and weeping on both sides where the tape had been. Nursing informed of injury. Per medical record, stage ii skin tears to chest laterally (axillary to hips).